Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. It was reported that the computer of the navigation system was replaced to restore functionality. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional. The computer of the navigation system was returned to the manufacturer for analysis. The device was found to be fully functional with no problem found. The reported event could not be duplicated by medtronic personnel.

Event description:
A medtronic representative reported that, while outside of a procedure, the monitor of the navigation system was intermittently losing display functionality. There was no patient present when this issue was identified. No additional information was provided.

Manufacturer narrative:
Additional testing was performed on the computer of the navigation system. Additional testing found that the motherboard of the computer required replacement. The hardware investigation found that the reported event was related to a hardware issue. This issue was documented in a medtronic navigation hardware anomaly tracking database.

Manufacturer narrative:
The FDA codes were updated to reflect the current coding guidelines. If information is provided in the future, a supplemental report will be issued.